Event description:
It was reported that, on an unknown date, the tip for the screwdriver shaft t25 straight tip 6mm hxc was found broken post surgery in the sterile processing department (spd). It was reported that the tip was initially bent and broke off in an attempt to straighten the item. It was also reported that this event occurred with no patient involvement. No further information is available at this time. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was received with a bent tip. The customer reported the tip was broken. The item is not repairable. The cause of the issue is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device was received with a broken tip. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The pangea spine system offers three t25 drivers with a hex coupling for installing pedicle screws and locking caps. In addition, the technique guide references two additional t25 drivers. The chu reviewed the associated drawings. All drawings detail the appropriate dimensions, material, driver profile and finishing processes for a successful t25 driver. The description states the drivers fractured in sterile processing. All drawings are acceptable. Therefore the disposition for this complaint from a design perspective is invalid.